Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device was alarming no disposable. The cassette had been removed and gently tapped cassette and massaged the tubing to disperse air bubbles in the line. The cassette had been replaced, and the alarm persisted. The cassette had been removed again and gently tapped to disperse air bubbles in the line. The cassette had been replaced, and the alarm persisted. The pump had been powered off. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.